Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4,h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the cylinder and channel. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a clip coming out of it during reprocessing. There were no reports of patient involvement.